Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2015 due to a driveline infection. The patient is doing well after the exchange. No further details were made available regarding the infection.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The analysis of the sealed outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly, revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. The pump was returned to the manufacturer for evaluation. The analysis is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.